Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-03292. It was reported the patient experienced muscle spasms in the left mid-back several weeks ago due to lead migration confirmed by x-rays. Reportedly, the issue was treated with muscle relaxants to no avail. As a result, surgical intervention was undertaken on (B)(6) 2018 where the original lead was repositioned back to its original location and additionally secured with two new anchors as precaution. Postoperative programming successfully restored bilateral coverage to all pain areas, thus resolving the issue.